Manufacturer narrative:
Continuation of d10: product ID: afapro28 (lot: 23269); product type: 0624-arctic front catheter. Product ID 2035u (lot: g24a07687); product type: 0627-cables and accessories product ID 203cx (lot: 230025561); product type: 0627-cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that the catheter security could not be authenticated. The balloon catheter, coaxial umbilical cable and electrical umbilical cable were reconnected without resolve. Th e balloon catheter, coaxial umbilical cable and electrical umbilical cable were replaced to resolve the issue. During replacement, the mapping catheter received a kink in the ring and was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.